Event description:
On october 3, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter would not turn on. The medical affairs specialist (mas) listened to the record call to lfs to obtain additional information included below: the patient said the meter had not been working; it would not turn on when she attempted to test with it. "Two weeks ago" while she was unable to obtain a meter reading, she felt woozy; she was staggering and had a dry mouth and blurred vision. She was unable to test with the meter and went to the ER where a result of 400 to 450 mg/dl was obtained. She said she was treated with glucophage (dose unk) and admitted to the hospital. The patient's usual diabetes medication regimen was not provided. The patient was unwilling to provide additional information regarding her hospitalization. Prior to calling lfs, the patient took the meter to a pharmacy where the meter battery was replaced. The meter did not turn on after the battery was replaced. The patient's physician advised her to call lfs regarding the meter. The customer care advocate (cca) confirmed that the meter battery was correctly installed and the battery contacts were in good condition. The meter did not turn on when the power button was pressed. The cca was unable to walk the patient through inserting a test strip into the test strip port because the patient had no test strips. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to test the lfs product. During this time, the patient experienced symptoms that suggested hyperglycemia, obtained a hyperglycemic blood glucose reading in a hospital ER, and was admitted to the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.